Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determine. The surgeon is making a general complaint against his experience with the vse line and did not have any specific vse instruments or procedures documented. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A meeting was held with the surgeon who alleged this complaint and an isi medical safety officer. During the meeting, the surgeon shared 2 video clips of the alleged issue. However, the videos were not reviewed in depth as the surgeon presented them during the meeting and a copy of the video clips was not provided. Per the isi medical safety officer, the video demonstrated three primary technique issues that might lead to the reported insufficient seals: the uterine artery was under tension during the sealing process, there was minimal clearance of tissue surrounding the vessel prior to attempting a seal and transection, and there was observed difficulty getting the vse instrument to be 90 degrees with the uterine artery. According to the isi medical safety officer, ¿the combination of the three issues above are likely to contribute to the immediate bleeding events resulting in no long-term patient harm.¿ the vse instruments shown in the videos appeared to be working as intended as the instruments were used to successfully resolve the bleeding after the tension in the vessel was released. ¿[the surgeon] did indicate that the tension in the vessels could contribute to some of the bleeding events.¿ the surgeon was presenting these two videos and had no specific event information to provide at the time to identify these procedures and events. It has been determined that these two videos occurred at the surgeon¿s last hospital location ((B)(6)) as the surgeon reported that the da vinci system he currently operates on does not have the capability to capture procedure videos. A system and instrument log review cannot be performed due to insufficient provided. No specific event dates or vse instrument lot numbers were provided by the customer. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported due to the following conclusion: the physician claimed that the vse instrument will not sufficiently seal vessels. The surgeon reported having to control bleeding intra-operatively due to the alleged instrument issue.

Event description:
A da vinci surgeon stated that the vessel sealer extend (vse) instrument has not been working as expected and they have had more bleeding during their procedures as a result of this. The csr who created this complaint was made aware by the surgeon. The surgeon said these allegations are specifically against the vse instrument line and they have never made any complaints against these events in the past. Isi contacted the surgeon who made this complaint and additional information was obtained: the surgeon said this allegation is not against any one procedure or one vessel sealer extend (vse) instrument as this has been a recurring problem for a while. The reported sealing issues always occur for this surgeon on the uterine artery during his hysterectomy procedures. The surgeon said he always skeletonizes the artery prior to sealing on it, and that, in his estimate, about 5% of his hysterectomy cases see the artery pop open after the sealing process with the vse instrument. The surgeon said the vessel pops open after being sealed and cut due to either the blood pressure or the vse instrument not sealing well. The surgeon clarified that this is not leaking from the seal, but rather the entire vessel not being sealed and bleeding after being cut. The surgeon said this has never led to an adverse outcome, the bleeding has always been minimal, and no fatalities have occurred due to these events. The surgeon reported that he resolves these issues by resealing the bleeding artery with the same vse instrument usually three to five times until the bleeding stops. The surgeon reported he does not suture to resolve this event. The surgeon said he has always been able to resolve this issue intra-operatively and that he has not seen any post-operative complications due to this event. The surgeon estimated that this kind of event has occurred about 50 times in his da vinci operating career. The surgeon said he now seals the uterine artery about three times before cutting it in an attempt to reduce the chances of this event recurring. The surgeon said he does not have any images or videos of these events. The surgeon said he cannot provide any patient demographic information as he does not have particular cases to call out for this event. The surgeon was made aware of the recent field action against the vse instrument line and has been even more careful about the amount of tissue being placed in the instrument jaws, but the surgeon thinks he has been placing an appropriate amount of tissue in the vse instrument and this issue has occurred regardless. The surgeon said he does not think these events are caused by the erbe they use, but the vse instruments.